Event description:
It was reported that during an open bowel procedure, transection of the part of the bowel to be removed was carried out by using a tlc75 in the proximal part and a surgical knife in the distal part. The surgeon inserted the anvil with an audible feedback, turned the adjusting knob until the indicator moved into the green range, more or less in the middle of the range. Removed the safety and squeezed the firing trigger all the way. However, the stapler cut but failed to apply any metal staples. Therefore, the surgeon had to recreate the rectum-descending colon anastomosis. The surgeon experienced no difficulties in extracting the instrument. The patient was transfused with one bag of blood. The device was fired by the head surgeon's assistant . The customer recognizes that this patient did represent a quite complex case.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.